Manufacturer narrative:
Evaluation: method: actual device involved in the incident was evaluated. Results: upon visual inspection, the ipg bottom septum was loose and the setscrew was missing. The top setscrew was displaced and had to be secured. Discoloration was observed in both septum's. Discoloration was also observed at the bottom of the header. Functional inspection revealed that the returned ipg successfully communicated with a programmer in the lab. The ipg was tested on the auto-tester and passed. Conclusion: the complaint could not be confirmed for "serious injury." The returned ipg passed all functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. See MFR#1627487-20100-02823. On (B)(6) 2010, the patient was implanted with an scs system. The patent woke up on (B)(6) 2010 and felt weak in her legs. The patient's right leg experienced symptoms of slight paralysis. The patient went to the hospital and the doctor placed the patient into surgery. The doctor decided to remove the scs system. The doctor noticed that there were multiple blood clots at the ipg site. The patient was then taken to a larger medical facility.